Event description:
The customer observed false reactive alinity s hbsag results for a cadaveric sample. The following data was provided (>/=1.00 s/co is reactive): sample ID (B)(6) , 61-year-old male, initial result, on (B)(6) 2023, was 8.83, repeats were 7.85 and 8.37 s/co. The sample was negative when tested with nat. The associated tissues from this donor were discarded. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for false reactive alinity s hbsag results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no related trend for the issue and the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot number, 42375fn00, and complaint issue. The overall reactive rates of list number 06p02-60, lot 42375fn00, across core, applicable peer sites, and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the initial reactive rate (irr), repeat reactive rate (rrr), and specificity (assuming zero prevalence) observed for lot 42375fn00 is within product requirements, within package insert representative data, and comparable to other lots analyzed in the comparison: lot 42375fn00: irr: 0.029 %, rrr: 0.012 %, specificity: 99.988 %. At core, the specificity performance of lot 42375fn00 is within package insert representative data for cadaveric specimens and greater than the specificity of peer sites: irr: 2.210 %, rrr: 1.853 %, specificity: 98.147 %; peer sites: irr: 3.111 %, rrr: 2.368 %, specificity: 97.632 %. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, alinity s hbsag, lot number 42375fn00, is performing as intended and no systemic issue or deficiency was identified.